Event description:
The user contacted the emergency support program line reporting that no waveforms or parameters were visible on the pump display, and the auto trigger could not be selected while the patient had cardiac arrest.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, e1(initial reporter, event site state, telephone), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer was tending to the patient as they were coding. The room was chaotic, and esp personnel wanted to know if rhythm or blood pressure were present on the patient. It was explained to the customer why they couldn't see anything and it was encouraged they should call back to discuss the situation once they were able to.

Event description:
N/a.